Event description:
On 03 apr 2006, customer had an adc meter reading of 487 mg/dl. Customer felt dizzy and went to the ER. At the hospital, lab test revealed 193 mg/dl and customer was allowed to go home with lab reading of 146 mg/dl. Time difference between the adc meter reading at home and the ER first lab result was 45 minutes to an hour. Treatment for the event was not reported. Customer also reported a reading of 162 mg/dl from adc meter. Test was performed on the finger.